Event description:
Medtronic received information regarding an imaging system. It was reported that the site sometimes would get grainy images even after using xlghd. Most times the images are excellent. No further information provided.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Grainy images occurred not only on active guidance images, but also on producing synthetic images. Synthetic images were not used in the performance of the surgical procedures, but more as a teaching aid. The issue was observed in tra-operatively, but the specific incident was not recorded since the healthcare professional (hcp) was not aware it was a reportable instance since the surgeon was not displeased. There was no troubleshooting performed. The images were clear enough for image guid ance, and the surgeon proceeded with the surgical procedure. When asking the hcp for the suspected cause of the issue, it was noted that the issue only occurs with morbidly obese patients. Excellent results were seen with other body types. The procedure being performed was a thoracolumbar posterolateral interbody fusion using autograft, solera hardware with or without the spinal system peek cage and infuse bone graft bone morphogenetic protein (bmp.) There was no reported delay to the procedure due to this issue. They just accepted the grainy scans and proceeded since landmarks and checkpoints were accurate. There was no reported impact on patient outcome.

Manufacturer narrative:
H2: additional information added to b5. D1, d4, g4 also updated. H6: imf code updated to f26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.